Manufacturer narrative:
The reported event for ineffective stimulation could not be confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details on (B)(4), the ipg no longer communicated following an unrelated surgery on (B)(6) 2017. Due to the state of the device, no further testing of the ipg could be performed as the device continued to default to the cyclic redundancy check (crc) failure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 1627487-2019-13153 & 1627487-2019-13154. It was reported that the patient experienced ineffective therapy. As a result, the system was explanted.